Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving a vibratory alert for myopotential oversensing. The device was reprogrammed.